Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-jan-2019. It was reported that balloon leak was encountered. Vascular access was obtained utilizing retrograde approach. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the left forearm. After non-bsc guidewire was crossed the lesion, a 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 4 atmospheres, the contrast media was noted to be leaking. The procedure was completed with a 6-4 non-bsc device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.